Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur. This report represents the combined initial and final.

Event description:
Procedure performed: "reconstruction of urinary bladder with da vinci robotic surgery" event description: "after 14 hours surgery, this device was used with endoscope but it was broken in patient's body suddenly. Please see the attached photo." Type of intervention: unk patient status: "fine"